Event description:
Info received indicated that set assembled wrong. The drip chamber is upside down.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.